Event description:
The user facility reported a 49-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. While inserting the peel away sheath, the patient was moving aggressively. Nothing else noted at the time of insertion. Peel away removed and repo sheath advanced. The patient's groin would not stop bleeding after that. The patient was given blood products. The patient also had bleeding from another access site not related to the impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident

Manufacturer narrative:
The investigation for the vascular damage has been completed. The purge cassette was returned for evaluation but was not related to the complaint. However, clinical details provided are sufficient to determine the root cause. The most likely root cause of the reported vascular damage was most likely due to use related.